Event description:
Medtronic received information that unexpected battery power loss, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 2.9d. Retainer ring = clear. Customer returned pump for an alleged unexpected battery power loss on 07/14/2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss alarm noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, batt out limit(6)-07/14/2021 18:31:35.000 was found in history file. The pump was received with faded serial number label. In summary, customer alleged unexpected battery power loss not confirmed.